Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated the wheel locks needed replacing due to worn pads and to his tightening of the locks.